Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G6: report type ¿ updated/follow-up. H2: type of follow up- additional information/device evaluation.

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.